Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD), implanted with a single coil lead, exhibited an upward trend in shock impedance measurements. An inquiry was made on if the device will switch to monophasic shocks if shock impedance measurements become greater than 145 ohms. Boston scientific technical services (ts) discussed device behavior if impedance measurements were greater than 145 ohms in daily measurements and when a shock is delivered. No adverse patient effects were reported.